Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an endovive low profile replacement button was used during a feeding tube replacement procedure on (B)(6) 2020. According to the complainant, during the procedure, the internal bolster detached. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.